Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/07/2025 it was reported by a sales representative via (B)(4)that (qty. (B)(4)) of an ar-6480 dw arthroscopy pumps experienced issues. Sn: (B)(6) was too loud and sn: (B)(6) wheel cover kept rising up throughout the case. This was discovered during the case with no patient harm. Additional information was received via (B)(4) (B)(6)2025: this was discovered during a shoulder surgery. Arthrex tubing was used but other information not available. Pump settings were not recorded. No pump had to be switched out. No pictures were taken during the case. Yes, an arthrex rep was present. A pressure test was run. No error messages were given. Clamp test performed. The complaint pump was switched out and case was completed using another pump with no patient harm.

Manufacturer narrative:
Additional information: d4, g3, h3, h6. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage.